Event description:
A caller reported an issue where the insulin gauge on their pump displayed an amount different from expected, specifically mentioning a static fill estimate of 150 despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about the reason for the discrepancy, explaining that it can occur due to large variance in measured pressures used to calculate insulin remaining, and once the remaining insulin equals the static number, the fill estimate will correct itself. The caller understood and acknowledged this explanation.